Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The customer plugged the usb cable into a laptop, which charged the pump successfully. The customer¿s blood glucose level was 180 mg/dl.